Event description:
The stopcock broke off the blue flush.

Manufacturer narrative:
The sample was received on 12/09/2008 and is currently being decontaminated. Upon decontamination a supplemental report will be submitted. (B) (4). (B) (4).